Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that insufficient roll-off occurred. A 2.0/17/15 leveen superslim was selected for an ablation procedure in the liver. After the needle lead was punctured to the designated position, the ablation was started. The console immediately stopped working, and the resistance value directly reached the maximum value and could not be ablated. There were no patient complications as a result of this event and the patient status was stable.